Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) over 600 mg/dl with extreme drowsiness, extreme thirst, dry mouth, extreme tiredness, nausea and an unspecified level of ketones associated with an alleged issue of air bubbles in the cartridge. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there were air bubbles in the cartridge tubing and this issue occurred with more than 5 cartridges. The patient reportedly just got out of hospital for nausea/diarrhea which may have contributed to the adverse event. The patient reported that they had an issue with air bubbles in their cartridges since (B)(6) 2017 and the patient is legally blind and often has help filling their cartridges. Cts reviewed the instructions for filling the cartridges and it was discovered that the patient was doing everything per instructions for use but was not attaching the needle first which is a training misuse. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged issue of air bubbles in the cartridge and a training misuse by the patient.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted relating to the loss of prime complaint.